Event description:
It was reported that the patient presented with complaints of palpitations. Upon interrogation of the device, backup vvi was observed due to low battery voltage. The battery voltage was too low to attempt a download. No surgery or MRI was reported. The patient condition was fine. It was later noted that the device was explanted and replaced on (B)(6) 2017.